Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the surgeon malleted the anchor into the bone hole past the laser line marker that indicates that the anchor is at the correct depth. The surgeon tapped on the inserter handle with a mallet to release the anchor from the inserter; however, the handle came completely away from the inserter shaft. The surgeon then resorted to pulling on the shaft to remove it; however, it broke apart leaving a small fragment in the joint space. The surgeon made an effort with the use of a grasper to remove the broken fragment from the body, but was unsuccessful. At this point in time, the surgeon employed a drill bit to somehow extricate the fragment and was able to remove it from the body. The fixation device itself and the fixation were not affected. The procedure was concluded successfully without further.